Event description:
On 25-jun-2024, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant potassium results on an 66-year-old male patient with shortness of breath, and copd. There was no additional patient information at the time of this report. Return produ patient 1 CT is not available for investigation. Method date collected result I-stat (B)(6) 2024 11:25 352 umol/l lab (B)(6) 2024 11:25 72 umol/l I-stat (B)(6) 2024 16:28 178 umol/l lab (B)(6) 2024 16:28 81 umol/l I-stat (B)(6) 2024 09:45 397 umol/l lab (B)(6) 2024 09:45 77 umol/l at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 09-jul-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for chem8+ cartridge lot h24032.